Event description:
The report received from the affiliate indicated that during an endovascular procedure, the physician delivered the palmaz genesis 5 x 15 stent mounted on a 142 cm. Amiia balloon catheter (bc) to the right renal artery target lesion for direct stenting. During inflation, the pressure gauge of the inflation device would not increase and medium contrast leakage was noted during angiography from the distal part of the bc. The balloon would not inflate at all. The device and stent were successfully removed. Pre-dilation was then done with another bc and another stent was implanted to complete the procedure successfully. There was no reported patient injury. The right renal target lesion was reported to be: de novo, heavily calcified, moderately tortuous, and a 90% stenosis. The physician's comment: it was suspected that the balloon was caught at the heavily calcified lesion and damaged. No other product issues were noted upon inspection after the product was removed from the patient. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, guiding catheter or the vessel/vasculature. The catheter was removed easily from the patient and was intact. No additional information is available.

Manufacturer narrative:
Complaint conclusion: the report received from the affiliate indicated that during an endovascular procedure, the physician delivered the palmaz genesis 5 x 15 stent mounted on a 142 cm. Amiia balloon catheter (bc) to the right renal artery target lesion for direct stenting. During inflation, the pressure gauge of the inflation device would not increase and medium contrast leakage was noted during angiography from the distal part of the balloon. There was no reported patient injury. The right renal target lesion was reported to be: de novo, heavily calcified, moderately tortuous, and a 90% stenosis. The physician's comment: it was suspected that the balloon was caught at the heavily calcified lesion and damaged. No other product issues were noted upon inspection after the product was removed from the patient. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, guiding catheter or the vessel/vasculature. The catheter was removed easily from the patient and was intact. No additional information is available. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15382206 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.